Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014: inratio 3.0. Lab 6.0. Tests performed 5 to 10 minutes apart. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.